Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary cubie had failed to eject. The customer stated that the malfunction occurred when the user was trying to issue the medication to a patient and there was a delay in the dispensing of the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 29-jan-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the cubie failed. A field service engineer (fse) found a bottle of wintergreen oil had broken into the pocket and passed through the cubie pocket and leaked onto the row board. The leaked fluid made the cubie pockets stick with the row board and the row board stick with the drawer. The fse removed cubie pockets from fluid and dried out the row board; while cleaning the medication, started to remove the paint on the board. The fse replaced the row board and replaced the pockets to resolve the issue. The system functioned as intended after the field service engineer repaired the device.